Event description:
Patient enrolled into the trial. Tia and left common carotid artery dissection reported. During index procedure, patient suffered a dissection of the left common carotid artery. The filter was deployed in the left internal carotid artery distal to the lesion, pre-stent balloon angioplasty was performed, and then a protege rx stent was deployed in the left internal carotid artery. When completion angiogram was performed, it was noticed that there was a dissection to the common carotid artery. The patient became symptomatic: aphasic with right sided paralysis of both upper and lower extremity. Additional stents were placed to seal the flap. First a protege straight stent and then two competitor stents: a 9x40 straight stent and then a 9x30 straight stent were required. In all, three stents were used to completely seal the flap. Once this was repaired, symptoms resolved and patient returned to baseline. Filter was retrieved and procedure was completed.

Manufacturer narrative:
Please reference MDR 2183870-2008-00152 for the protege rx stents used in this procedure.